Event description:
Medtronic received a report that while pushing the solitaire into the rebar-18 microcatheter, there is a resistance felt and feels like the stent is not moving forward. The resistance was in the distal section of the catheter. The pusher wire of the stent is behaving like a spring and not transferring force into the stent. The doctor immediately decided to change the stent. The reported device and any accessory devices were prepared as indicated in the IFU. The vessel was not tortuous.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.